Event description:
It was reported that an asymptomatic patient presented in emergency department with noise reversion episodes noted on a merlin.net transmission. Upon review, the implantable cardioverter defibrillator exhibited noise reversion due to oversensing on all three channels. It was noted that both right atrial and right ventricular channels exhibited high impedance. The device was explanted and replaced. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The complaint is associated with manufacturer report number 2017865-2018-07561. The reported event of bpa and sensing anomaly was confirmed. Electrical testing found a reference voltage signal to be oscillating, which caused erroneous measurement data resulting in the erroneous bpa detection and sensing anomaly observed in the field. The oscillation was caused by a connection anomaly between a capacitor connected to the signal and the hybrid. Initial reporter last name should have been (B)(6).